Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After further investigation it was determined that this event is a duplicate of another complaint. This complaint is being voided. Please refer to 3005075853-2014-05448 for the reported event.

Event description:
It was reported that during an unknown procedure, the instrument would not engage the reload. When a new reload was used it worked, however, the blade went partially through the reload and then back, no staples were evident on reload. Procedure completed with same/like device. There was no adverse consequence to the patient.